Event description:
The customer reported the ventilator alarmed with blower temperature high message. The customer reported the unit was in use on patient, but no patient harm.

Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused.

Manufacturer narrative:
Event date: (B)(6) 2015. Rec'd by MFR date: 09/28/2015. Conclusion / root cause: the blower assembly was tested and no failures were identified. The 1122 error code could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed with blower temperature high message. The customer reported the unit was in use on patient, but no patient harm.